Event description:
It was reported that the patient had presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead had exhibited an elevated pacing threshold. Visual examination revealed that the ra lead had a micro-dislodgement. The ra lead was subsequently explanted and replaced. The patient remained in stable condition.

Event description:
It was reported that the patient had presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited an elevated pacing threshold. Visual examination revealed that the ra lead position appeared normal; therefore, micro-dislodgement of the lead was suspected due to the increasing thresholds. The ra lead was subsequently explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct event description in section b5 should have been "it was reported that the patient had presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited an elevated pacing threshold. Visual examination revealed that the ra lead position appeared normal; therefore, micro-dislodgement of the lead was suspected due to the increasing thresholds. The ra lead was subsequently explanted and replaced. The patient remained in stable condition.", rather than "it was reported that the patient had presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead had exhibited an elevated pacing threshold. Visual examination revealed that the ra lead had a micro-dislodgement. The ra lead was subsequently explanted and replaced. The patient remained in stable condition."